Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: conclusion: based on the photographic evidence, the event description cannot be confirmed. The hands-on analysis found that one ple60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (1) was received fully fired and in good visual condition. In addition, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. Cartridge (2) was received partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No short cut or absent cut were noted during functional testing. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, third firing with gold reload, the knife pushed out the tissue and not cut through it. The staple formation failed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.